Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and that mesh was implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006, and that bard pelvisoft - tsl was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, enterocele repair due to sui and pop. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to urinary retention and nocturia that could not be controlled by medication. No additional information was provided.